Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Lead not received by manufacturer.

Event description:
It was reported that there was increased and varying impedance, short v-v intervals, noise, high thresholds, and an apparent lead fracture. The rv (right ventricular) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.